Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment for the event was unknown. The patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined further follow up.